Manufacturer narrative:
Product ID 8709, serial# (B)(4), implanted: 2004 (B)(6); product type catheter. (B)(4).

Event description:
It was reported a stall was recorded in the event logs with no motor recovery recorded. The motor stall was recorded the same day the patient had an MRI and a stop pump period may exceed tube set messaged showed 48 hours after the stall. The stall was caused by the patient having an MRI. The pump began alarming while the report was occurring and had not previously alarmed. The patient was first described as asymptomatic, but was later described as having pain, a little more the past could of days. The pump was used to deliver gablofen (baclofen).